Event description:
Initial result for a patient magnesium was 5.6 mg/dl which repeated as 1.9 and 1.5 mg/dl. The incorrect result was not used to guide therapy. The field service representative found the syringes were worn and repaired the instrument by replacing the syringes.